Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fatal stillbirth ("stillborn") in a male fetus exposed to essure (batch no. 855622) during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "essure micro-insert exposure in utero ". On an unknown date, the mother had essure inserted. On an unknown date, she became pregnant and the fetus was stillbirth (seriousness criteria death and medically significant). Last menstrual period and estimated date of delivery were not provided. The fetus was exposed to essure in place during the first and second trimesters of pregnancy. The pregnancy outcome was reported as stillbirth. The fetus on (B)(6) 2014 and the reported cause of death was asystole. The reporter considered stillbirth to be related to essure. The reporter commented: patient's mother learned that her baby had a negative heart rate and her baby boy was subsequently delivered stillborn later that day. This current child case was linked to mother case: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical problem update. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal cardiac arrest ("negative heart rate") in a male patient exposed to essure during pregnancy. On an unknown date, the mother had essure inserted. On an unknown date, the patient was diagnosed with cardiac arrest (seriousness criteria death and medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was exposed to essure in place during the first and second trimesters of pregnancy. The pregnancy outcome was reported as stillbirth. The patient died on (B)(6) 2014 and the reported cause of death was asystole. The reporter considered cardiac arrest to be related to essure. The reporter commented: patient's mother learned that her baby had a negative heart rate and her baby boy was subsequently delivered stillborn later that day. This current child case was linked to mother case: (B)(6). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.